Event description:
It was reported that rasp became stuck in femur. Surgeon applied more force and the handle separated from rasp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Procedure: total hip replacement.